Event description:
It was reported that the ht70 plus ventilator did not deliver total volume. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The unit passed all testing, calibrations and operated within the manufacturing specifications.